Manufacturer narrative:
Investigation summary: bd had not received samples, but (1) one photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. The exact identity of the foreign matter could not be determined from the photo alone. The physical sample would be needed for further identification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: before use, there were many black spots found in the tube."

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: before use, there were many black spots found in the tube."

Manufacturer narrative:
H6: investigation summary bd received one (1) sample and one (1) photo from material # 367812 tube, batch # 0100893 for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Bd determined that the root cause of the foreign matter embedded in the tube (spots in tube) was attributed to the injection molding start-up process, with inadequate purging of the line occurring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.